Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible far field r-wave (ffrw) oversensing noted on current and stored egm (electrogram) for the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.